Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. A mitraclip xtw (40105a1021) was deployed on the mitral valve. A second mitraclip xt (40515a2012) was then implanted on the mitral valve. A third mitraclip xtw (40418a3080) was then deployed on the mitral valve. However, post deployment, it was observed that the valve had torn. The procedure was completed with three clips implanted, reducing the mr to a grade of 3+. There was no clinically significant delay in the procedure.